Manufacturer narrative:
(B)(4). Conclusions: distal main implanted proximally.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 60 mm thoracic aortic aneurysm. The diameter of the non-aneurysmal proximal neck was 33 mm. Another manufacturer's device was also implanted. The patient also had a thoracic aortic dissection that extended to abdominal region, and embolization was performed using other manufacturer's vascular plug for the celiac artery. Wiring was done to the superior mesenteric artery for preparation to implant a device onto just above sma. It was reported that there was a residual endoleak that was suspected to be type ia endoleak after implant of the valiant stent graft. A CT was done and confirmed an unknown type of endoleak that seemed to be type ia endoleak, type ii endoleak or a type IV endoleak. Aneurysm enlargement was confirmed and retreatment was done with a 38/34/150 valiant stent graft that was implanted onto the descending aortic arch region proximally to rule out the possibility of a type ia endoleak. Because this was a dissection case angiography was performed without touch-up. After the intervention the unknown endoleak seemed to be type ii endoleak or type IV endoleak. Further treatment could not perform and the procedure was completed. The patient will be monitored by the physician. No additional clinical sequelae were reported. The physician commented that the true lumen obviously enlarged compared to preoperative condition. Further treatment cannot perform so the patient will be followed up only by monitoring by the physician.